Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 12 synergy ii drug-eluting stent was used. However, during the procedure, the shaft was broken. The procedure was completed with another 2.50 x 12 synergy ii drug-eluting stent. There were no patient complications reported.

Manufacturer narrative:
Synergy us, mr, 2.5x12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a mid-shaft partial break 98mm proximal from the port exit site. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 12 synergy ii drug-eluting stent was used. However, during the procedure, the shaft was broken. The procedure was completed with another 2.50 x 12 synergy ii drug-eluting stent. There were no patient complications reported.